Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Tracking number: (B)(4) initial report sent to FDA on 31 jul 2013. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Tracking number: (B)(4). Supplemental MDR# 01 sent to FDA on 09/23/2013. Exemption number: 2013003. Covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bard's tracking number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified outcome. The reason for mesh implantation was stage iii anterior wall prolapse, cystocele, stage I vaginal wall prolapse, stage I posterior wall prolapse, rectocele, enterocele and anticipated urinary retention. The procedures performed were a laparoscopic sacro colpoperineopexy with a 22 modifier for deep dissection into the vesicovaginal space to correct the stage iii anterior wall prolapse, cystocele, laparoscopic enterocele repair, abdominovaginal rectocele repair, cystoscopy, suprapubic tube insertion, repair of instant proctotomy x2 and lysis of adhesions. The postoperative complications were pain in vaginal area shooting into rectum, vaginal bleeding (vb), passage of small clot, lower abdominal and pelvic pain, frequency, dysuria, hematuria, difficulty voiding, vaginal bleeding, vaginal discharge, abdominal pain, constipation, colitis, bacterial vaginosis (bv) and small bowel polyp.

Manufacturer narrative:
Additional information section a5, b5, b7. Correction section g and h6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.